Event description:
It was reported that patient had a revision hip surgery due to dislocation at home.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding dislocation involving a system 12 acetabular liner was reported. The event was not confirmed. Device evaluation and results: the returned device was unremarkable. Damages consistent with in-vivo use and explantation were noted. Medical records received and evaluation: the provided records were rejected for review by a consulting clinician. Additional x-rays, op reports, and a clinical history would be required to provide a meaningful dictation for this case. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the event could not be confirmed nor the root cause of the reported dislocation determined due to the minimal information received. Inspection of the returned components did not provide any insight into the event.

Event description:
It was reported that patient had a revision hip surgery due to dislocation at home.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.